Manufacturer narrative:
Based on the available information, the device will not be returned. Therefore, an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
During gamma 4 surgery, the lag screw replacements occurred twice. The first time, when a u-lag screw (8166-0080s) of the value obtained at the time of measurement was inserted, it was placed in a shorter position than expected. The u-lag screw (8166-0085s), one size longer, was replaced and reinserted. The length was fine, but when compression was applied intraoperatively, compression was not applied as expected. The compression operation was stopped midway and the u-blade was inserted. After that, during blade insertion the blade was bent. When the blade was removed, the blade was broken in the middle. Finally, the surgery was successfully completed by replacement to a regular lag screw (8160-0085s), instead of using the u-lag screw.

Manufacturer narrative:
Correction : please refer h6 - health impact code. The reported event could not be confirmed as device was not returned and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During gamma 4 surgery, the lag screw replacements occurred twice. The first time, when a u-lag screw (8166-0080s) of the value obtained at the time of measurement was inserted, it was placed in a shorter position than expected. The u-lag screw (8166-0085s), one size longer, was replaced and reinserted. The length was fine, but when compression was applied intraoperatively, compression was not applied as expected. The compression operation was stopped midway and the u-blade was inserted. After that, during blade insertion the blade was bent. When the blade was removed, the blade was broken in the middle. Finally, the surgery was successfully completed by replacement to a regular lag screw (8160-0085s) instead of using the u-lag screw.